Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-operatively the physician used fluoroscopy for a final evaluation and noticed the lead had dislodged. The lead was repositioned and remains active in the patient. No patient complications have been reported as a result of this event.